Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. As per additional information provided by fse there was no malfunction with the device. The battery was replaced as a part of routine maintenance. The initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
The additional initial reporter name is (B)(6). Due to the character limit in the e1 section , the full event site (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during pre use check of cardiosave intra aortic balloon pump, battery maintainence alarm was detected. There was no patient involvement and no injury reported.